Event description:
It was reported in a journal article that a patient was implanted with a tm cup-cage and was revised due to loosening and/or migration. No further information was provided.

Manufacturer narrative:
Investigation is in progress.